Event description:
The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.